Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a procedure, the pneumatic hose of the device was leaving a residue on the gloves of the surgeon. The procedure was completed using the same device. There were no adverse consequences alleged with this event.